Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were in the hospital and have been there for 12 days. The patient reported that they have a blood infection and it is settled in the back right where the device hits. The patient reported that it is a staph infection.